Event description:
Caller reported an error with the continuous glucose monitor (cgm), identified as error 42. There was no reported adverse impact to the customer's blood glucose level. Customer received instructions from technical support on how to reset the pump, and after the reset, the cgm error did not reoccur. The customer was able to successfully start a new sensor session.